Event description:
Pt's family member called to report pt had a corneal ulcer while away at college. Family member said the ulcer has healed leaving a central corneal scar. Family member said pt's vision is good but their depth perception has been affected. Co has not received authorization to get additional info from the treating ecp.